Manufacturer narrative:
Correction: section a2 has been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was for probably the last 2-3 years patient had a hard time getting the recharger in the right place to charge the implant. It was frustrating sometimes trying to get it in the correct spot. It took a while to charge. If patient went 2 days without charging it took like an hour and a half. Patient tried not to let that happen too often but every day it took about a half hour to charge once a day. Patient asked if that was normal. Reviewed it depends on charge quality and other factors. See also related case. Patient reported last night patient was trying to charge and it said to charge batteries. Battery pack was charged. Pt did a reset. It will not take a charge. On the call it got stuck on checking the recharger. Had pt unplug, clean pins and replug. Patient then got a message replace controller battery soon. Battery pack was charged. A request was sent to repair to replace the recharger.  Additional information was received that they have not yet received the recharger. Additional information was received that patient called back to report they just received a new recharging paddle and it's working well at first but last night it took them 3 hours to get to 30% charge on their implant, and this morning to get 10% it took 20 minutes. Patient said now it's more difficult for them to find a good spot to charge their implant. Patient said they were supposed to mee with their rep on thursday but the rep cancelled. Patient said because the replacement was delayed due to storm they went3 days without a therapy and they feel no pain and when they told the rep they were told residual. Agent had the patient reset the controller. Patient advised controller battery 100% and implant battery 100%. Agent reviewed with the patient charging duration depends on the quality. Patient said maybe they were having issue charging their implant because their implant was bulging due to weight gain. Agent advised the patient to contact hcp. Additional information was received that pt mentioned that they received a replacement recharger, but the ins was still taking significantly longer to charge. Pt noted that today it took over an hour to charge their ins to 20%, whereas it used to take only 10 minutes to reach the same charge level. Pt mentioned that they went to their hcp office today and met with mdt rep. The rep suspected that it was the battery pack that was causing the issue, but the rep was not sure and pt was instructed to call pt services for further assistance. Agent sent a request to repair to replace the controller. Agent instructed pt to monitor the issue and call manufacturer back if it persists. They send request to repair. Pt called back stating that they received the replacement controller, but it didn't come with the same battery pack and they only have aa batteries. Pt repeated previously documented information. Agent instructed pt to use the battery pack from the old controller and start charging their ins. Pt mentioned that they attempted to charge yesterday using their old device and they were able to charge. Pt mentioned that they charge their ins for two hours last night and this morning, they were down to 90%, and it took 45 minutes to fully charge which was not normal. Agent instructed pt to try using the replacement controller first, monitor the issue and call mdt back if the issue persists.